Event description:
Device issue: none. Adverse event: in-stent restenosis. Time of adverse event: approx 3 months post procedure. It was reported that on (B) (6) 2008, a 2.75x18 vision was implanted in the proximal right coronary artery (rca). On (B) (6) 2010, the pt returned with chest pain. An angiogram was taken and revealed an in-stent restenosis in the vision stent. A pcta was performed the same day and a 3x23 non-abbott stent was implanted. There were no reported adverse pt sequelae. No additional information was provided.

Manufacturer narrative:
(B) (4). In this case, there was no reported product deficiency. The reported angina and restenosis are known adverse events as listed in the instructions for use (IFU). Although a conclusive cause for the reported pt effects and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to MFR, design, or labeling.